Event description:
The patient underwent a mechanical thrombectomy of the left m3 middle cerebral artery (mca) occlusion with the subject retrieval device. The next day post procedure, imaging showed that the patient had a symptomatic left posterior-superior temporal lobe and parietal lobe subarachnoid hemorrhage (sah). Medical management (not specified) was performed to treat the patient and the adverse event was reportedly resolved. However, 14 days post procedure the patient died. The event was reported as related to the device and to the procedure.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Correction: outcomes attributed to ae - corrected. Event description - corrected. Type of reportable event - corrected. Received additional information on (B)(4) 2015 that the patient died on (B)(6) 2015.

Event description:
The patient underwent a mechanical thrombectomy of the left m3 middle cerebral artery (mca) occlusion with the subject retrieval device. The next day post procedure, imaging showed that the patient had a symptomatic subarachnoid hemorrhage (sah). Medical management (not specified) was performed to treat the patient and the adverse event was resolved. The event was reported as related to the device and to the procedure.

Event description:
The patient underwent a mechanical thrombectomy of the left m3 middle cerebral artery (mca) occlusion with the subject retrieval device. The next day post procedure, imaging showed that the patient had a symptomatic left posterior-superior temporal lobe and parietal lobe subarachnoid hemorrhage (sah). Medical management (not specified) was performed to treat the patient and the adverse event was reportedly resolved. However, 14 days post procedure the patient died. The event was reported as related to the device and to the procedure.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Outcomes attributed to ae: added other serious (important medical events) reflecting vasospasm reported by the study facility which also occurred during the procedure. Executive summary: updated to also reflect vasospasm occurring during the procedure that was resolved with medical management. Patient code: added vasospasm. Product code: added. Conclusion code: assignable cause for vasospasm. Additional mfg narrative: addressing reported vasospasm. The device was not available for analysis. The reported vasospasm occurring during procedure is a known and anticipated complication to these types of procedures and is noted as such in the device directions for use (dfu). An assignable cause of anticipated procedure complication was assigned to patient symptom.

Event description:
The patient underwent a mechanical thrombectomy of the left m3 middle cerebral artery (mca) occlusion with the subject retrieval device. It was reported by the study facility that during the procedure, vasospasm occurred and it was treated with medical management. In addition, the next day post procedure, imaging showed that the patient had a symptomatic left posterior-superior temporal lobe and parietal lobe subarachnoid hemorrhage (sah). Medical management (not specified) was performed to treat the patient and the adverse event was reportedly resolved. However, 14 days post procedure the patient died. The events of patient's vasospasm and hemorrhage were reported to be related to the device and to the procedure. It was also indicated by the study facility that a possible cause of death maybe associated with respiratory failure; however, it cannot be concluded if the respiratory failure was the sole cause. Therefore, the exact cause of the patient's outcome of death, is still unknown.